Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, prior to use in the pt, resistance was met while advancing the balloon catheter over the guide wire. Upon removal it was revealed that the tip of the balloon catheter had separated and remained on the guide wire. Reportedly another balloon catheter was used to successfully complete the case. No pt injury was reported.